Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 stapler instrument was analyzed, which did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired, and unclamped without any issues. The instrument was able to clamp, fire, and unclamp two times with different reloads, white 45 reload and blue 45 reload. The instrument was fully functional. No failures were observed during log review.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved-tip sureform 45 stapler instrument was inserted into the arm. The customer informed they performed two firings with the stapler and under the second "hit" it could not be removed from the arm, and it had to be manually opened. The customer used another curved-tip sureform 45 stapler instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the curved-tip sureform 45 stapler instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the stapler logs performed by a failure analysis engineer revealed a procedure involving two sureform 45 instruments on sk6923, which seems to be an additional system at the same site. It is possible that the customer provided the incorrect system number for the event, however the surgeon and procedure category values are not populated in the logs. Logs show pn 480545-04, ln t11230524-0238, was installed on the system two times and fired two reloads (one white, followed by one blue). On both installs, the first clamp was successful, and the firings were each completed with no pauses for compression. The unclamp for both installs was shown as successfully completed per the logs. The msc logs show that the emergency stop button was pressed about three minutes following the completed unclamp event (error code 256) this may be related to the unclamping complaint, however the logs show the unclamp was successfully completed. The user then replaced the instrument with pn 440545-04, ln t11230524-0236. There were no additional errors in the logs relating to either instrument, and all firings with the replacement stapler were completed with no pauses for compression.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was checked prior to use and there was no damage or anything out of the ordinary. The procedure was a lobectomy, and the surgeon was performing a surgical resection at the time of the event. There was no system error. The target tissue was pulmonary. The jaws were stuck on tissue when the issue occurred, and the customer was able to remove the instrument from the patient by using the manual release function. There was no adverse effect to the grasped tissue, no unexpected tissue removal and no bleeding. The color of the stapler reload was green. The surgeon did not experience any clamping issues prior to firing the stapler reload. The unclamp failure did not occur after firing the reload or following an aborted clamp attempt.